Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent embolization). Related to operational context (the stent may have dislodged from the balloon during the attempts to advance the device or remove it from the guidewire). Deformation problem. Evaluation conclusion: known inherent risk of procedure (stent embolization). Operational context contributed to event (the stent may have dislodged from the balloon during the attempts to advance the device or remove it from the guidewire). (B)(4).

Event description:
Event description: during an attempt to treat a lesion, using integrity device, it was reported that during procedure the stent delivery system got stuck in the guidewire preventing the progress of the procedure. The physician changed to another stent of same model to complete the procedure. The device was inspected prior to use, with no issues noted. No clinical sequelae were reported. When the device was returned to the manufacturing facility the stent was noted to be dislodged evaluation summary: the stent was returned off the balloon. The stent was deformed and appeared to be slightly expanded. The balloon folds were partially opened. Crimp impressions were evident along the balloon. The distal inner shaft was bunched and deformed at 7cm and 8cm distal to the guidewire entry point.